Manufacturer narrative:
Date received should be 11/09/2018 to reflect end date of plant investigation.

Event description:
A peritoneal dialysis patient reported receiving a system error on the cycler. The patient has requested the cycler be replaced. The device investigation of the returned cycler showed sign of physical damage in the form of heater tray paint bubbles and peeling.

Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. An external visual inspection of the returned cycler showed sign of physical damage in the form of heater tray paint bubbles and peeling. A fifteen minute self-test/treatment simulated treatment was performed and completed without any alarms. Temperature and heater testing passed. There were no discrepancies encountered in the internal visual inspection of the cycler. Ast (acceleration stressed test) failed. Pump a stalled after having a loud grinding noise.

Event description:
A peritoneal dialysis patient reported receiving a system error on the cycler. The patient has requested the cycler be replaced. The device investigation of the returned cycler showed sign of physical damage in the form of heater tray paint bubbles and peeling.